Event description:
The pt had a midline placed at another facility which was left in place for access until the new line was placed. After the new line was placed in svc, with confirmation from sherlock, during flushing, the pt started coughing, face turned red and she stated that her heart was racing. Rapid response team was called. After 15-30 minutes, the symptoms subsided and PICC remains insitu without further complications. Midline was removed because it was no longer needed.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.